Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient received multiple inappropriate shocks due to apparent far-p oversensing. During capture threshold testing the ventricular lead would not capture at any output programmed. The lfa filter was turned off, and lead repositioning was being actively planned. No further information was available.